Manufacturer narrative:
The investigation of vf/vt/af/at and vascular damage, peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 pump placed to support a patient admitted in with cardiogenic shock and cardiomyopathy. The pump was placed and support ongoing when there was venticular tachycardia (vt). The position of the pump was assessed when the vt was present. The patient also had to have all systemic heparin stopped due to the patient going for a colonoscopy. The patient received one unit of packed red blood cells due to low hemoglobin and hematocrit. Stool sample tested positive but colonscopy was negative for active bleeding. The pump remains on for support.